Event description:
The patient's spouse reported the patient was unable to charge her ipg. A replacement charging system was sent to the patient, however the issue persisted. The patient indicated the ipg was not able to communicate with external devices. The patient was also unable to recall the last time she charged her ipg and stated she was non compliant regarding charging her ipg. Troubleshooting determined the ipg was inoperable. Surgical intervention may take place at a later date.

Event description:
Follow-up information indicated the patient had not charged her ipg for 4 months. Surgical intervention was undertaken and the ipg was explanted and replaced with a non-rechargeable model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.